Event description:
It was reported that there was a gap at the spike root of the transfer set and the spike port of the solution bag. This was found right after making the connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.